Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector ii 54mm cup with a 54 x 36 metal-on-metal liner, s-rom 20x15x165 stem with a 36+12mm nek and 20 d large spout and a 36 +6mm cobalt chromium head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort when walking, standing, and sitting. I also experience severe pain and discomfort and inflammation in my right thigh and right hip area. Dates of use: (B)(6) 2009 to present. Diagnosis: left osteoarthritis.